Event description:
The following was reported:Patient was emergently brought to the cardiac cath lab. Levophed and epinephrine infusions were changed over to our \[Fresenius Kabi Ivenix LVP]" tubing and pumps. Both infusion pumps were working for about 10 minutes, then the pump that was infusing Levophed had a warning beep. The pump screen indicated that "Service Needed, pump problem infusion stopped". Patient expired. Unable to \[determine]" this pump failure directly caused her cardiac arrest but having Levophed stopped abruptly did not help her treatment.This pump must be returned for investigation.Additional information was received from the customer regarding this event in response to additional information requests from Fresenius Kabi:The patient had coded three time prior to arrival, and on arrival the patient coded again. The patient had a history of coronary artery disease and was sent to LSL for cath lab intervention from another nearby hospital. While it was a low chance of survival, the cath lab intervention was the only therapeutic option left for this patient.The patient was 72 years old. Presented to(b)(6) for c/o chest heaviness, exertional dyspnea, and hemoptysis. Initial presentation found the patient alert and oriented with stable vital signs. The patient had labs, test, and EKG completed at (b)(6). Approximately an hour and a half after arrival the patient's condition changed. She was found to be hypotensive, bradycardic, and minimally responsive. The patient continued to decline. She was resuscitated 2 times and intubated. EKG confirmed STEMI.HISTORY: Coronary artery disease, HTN, Hypercholesteremia, hyperlipidemia, MI.Pt was taken directly to cath lab, pat coded on arrival and the provider was attempting to clear the room to begin intervention while fluids were changed from transporter pumps to our pumps.The patient was taken to cath lab once she arrived to the hospital; however, during transit the patient lost her pulse again. At this time, it was determined the patient would stop in the emergency department for continued resuscitation. EMS was able to regain a pulse and initiated transcutaneous pacing. Since the patient regained a pulse, the team proceeded to Cath lab instead of stopping at the ED.\[In response to "how much time transpired in transport"]" Less than 3 mins.The patient left (b)(6) at 1125 and arrived at (b)(6) 1147. The patient presented to cath lab around 1150.\[In response to "what was infusing upon arrival to the cath lab"]" Epi, norepinephrine, heparin.\[In response to approximately how much time transpired before the patient arrested]" Approx three / four mins, but patient had coded three previous times. Per the team, it was approximately 1-2 minutes after the pump malfunction that the patient lost their pulse. The team attempted to start the norepinephrine on another pump. This pump was in standby mode. During the setup, the patient lost their pulse. Despite their efforts, the patient remained pulseless.\[In response to "what interventions were performed"]" Upon arrival to the cath lab, the heparin was stopped, Epi and levo were transitioned over to the Ivenix pumps and continued. A temporary venous pacemaker was placed. The team had trouble obtaining blood pressures, despite present pulse with good arterial flow from arterial line. Around 1208, the patient lost her pulse (this was around the time the pump malfunctioned-see above). Rhythm: PEA. 7 rounds of epi administered during the code. Around 1218 the patient went into ventricular fibrillation and was defibrillated at 200J. Per the team, there was copious amount of frank red blood being suctioned from ETT. Unable to achieve ROSC. TOD 1229. \[In response to storage conditions and cleaning history of the pump]" The team really couldn't give much information around this question. Pump cleaning typically takes place by our agility team and are delivered to each department. The team could not remember if the pump that malfunctioned had been powered completely down or if it was in standby mode. The team did CONFIRM that the new pump they retrieved was in standby mode. \[In response to whether the admin set was kept and if this was a coroner's case]" No.Rapid Response Nurse's recollection of events:The (b)(6) team was made aware of an unstable patient that was being transported by EMS from (b)(6) Hospital to (b)(6). The patient departed from (b)(6) at 11:25. Medications infusing included: Epi, Levo, Heparin. Initial plan was to go directly to cath lab; however, the patient lost their pulse in transit. At this point, it was determined the patient would stop in the ED (trauma bay 3). Per the CCRN, the team was aware that the patient was on epi and levo. They had communicated to pharmacy that they would need both EPI and Levo prepared and brought to the ED. Both were brought to the ED. It was communicated that EMS had regained a pulse and it was then determined the patient would go straight to cath lab. The team was preparing the Ivenix pumps with the EPI and Levo; however, from my recollection, the prepared Levo did not make it to cath lab from the ED. Since the patient was so unstable, we decided to respike the Levo with the Ivenix tubing; however, we DID override levo from the cath lab pyxis and did set up appropriately on the Ivenix pump. After this is when the pump had a system failure. I quickly grabbed a new pump, which was on standby mode. I was in the process of setting up the levo when the patient went pulseless ( approximately 1-2 minutes). Resuscitative efforts were attempted but unsuccessful.EMS TIMELINE.~1130 PEA detected CPR started.1135 EPI increased.1138 manual defibrillation.1145 pulse detected.1146 transcutaneous pacing started.Once pulse was detected it was determined the patient would go directly to the cath lab instead of stopping at the ED.1147 arrival to LSL ED.1150 increase in epi and levo-EMS transported patient via stretcher to cath labCustomer reported Mechanical Hardware Failure (AV Sticky Valve) in the logs. The history files show an infusion of norepinephrine with the following infusion setting:Concentration: 8 mg / 250 mL,Volume: 250 mL,SetPatientWeight: 74.4 kg,DoseRate: 0.1.The infusion started on (b)(6) 2026 T17:03:46.984762 and was stopped for a Pump alarm at (b)(6) 2026 T17:06:44.805365. The patient was infused with 0.4 ml of infusate. Flow logs show an "Error" that reads as "ActiveValveActuate/MaintainPosition": Outlet flag unexpectedly closed." followed shortly by another "Error" of " Entering Fail-Stop due to FVA flag state fault.The pump was returned for evaluation, which follows:The pump was reported for sticky pins and an outlet flag stuck in the closed position, resulting in a pump alarm. The device had a prior service history involving sticky pin concerns and an Active Valve (AV) motor fault in April 2026. The pump was returned to (b)(4) on 05-May-2026 under a prior complaint (reported as MDR# 3014732157-2026-02800). While service records indicate a mock infusion triggered a sticky pin alarm, this event could not be confirmed in the available logs. Fresenius Kabi conducted all repairs, the pump passed all tests and was subsequently returned back to the customer.Log history suggests the pump was returned to clinical use for approximately one week before the reported failure occurred.Patient outcome: Patient expired.Log Review:Review of the history files identified a Mechanical Hardware Failure (AV Sticky Valve) during a norepinephrine infusion configured as follows:Concentration: 8 mg / 250 mL,Volume: 250 mL,Patient Weight: 74.4 kg,Dose Rate: 0.1 µg/kg/min,Calculated Flow Rate: ~14 mL/hr.Fresenius Kabi Clinical states that the infusion parameters that the customer provided are appropriate for the medication that was being provided.The infusion started on (b)(6) 2026 at 17:03:46 and terminated due to a pump alarm at 17:06:44, approximately three minutes later. A total of 0.4 mL was delivered prior to the alarm.Flow logs recorded the following errors:"ActiveValveActuate/MaintainPosition: Outlet flag unexpectedly closed.""Entering Fail-Stop due to FVA flag state fault."Functional Evaluation:Upon receipt, the outlet flag was found in the closed position; however, the pins appeared normal. Following power-up, calibration completed successfully and all pins actuated as expected.Multiple infusion challenges were performed without reproducing the complaint:14 mL/hr infusion for 3 minutes - no fault.Additional 2 minutes at 14 mL/hr - no fault.0.5 mL/hr infusion for 10 minutes - no fault.Three additional 14 mL/hr infusion runs - no fault.Two 999 mL/hr infusions (1000 mL VTBI) for 3 minutes each - no fault.Manual actuation of all external pins was assessed and found to be normal.Teardown Findings:Inspection of the FVA assembly found:Proper assembly with no pinched wires.No evidence of binding.No abnormal wear on the cam surfaces.Minor graphite transfer marks on pins consistent with seal contact.No significant debris observed.Bushings and seals showed no visible wear.Conclusion:The complaint was not reproducible during functional testing. Log data confirmed an Active Valve sticky valve fault resulting in an unexpected outlet flag closure and subsequent Fail-Stop event approximately three minutes into the reported infusion. However, no mechanical abnormalities, excessive wear, debris, binding, or assembly issues were identified during evaluation or teardown that would explain the reported failure. Evidence suggests the pump may have been cleaned prior to return, potentially limiting the ability to identify transient contamination-related contributors.